Manufacturer narrative:
(B)(4). Citation: zoghbi, g., saddekni, s., misra, v. (2007), sapphenous vein graft-to-left atrium fistula treated with percutaneous transcatheter embolization with coils, v19 (11) journal of invasive cardiology this report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The attached literature reference reported the following patient adverse event associated with a tornado platinum embolization microcoil. A patient with an extensive cardiac history was referred to the author's institution for a second coronary artery bypass grafting. During the procedure a coronary angiography showed a communication between the vein graft presumably anastomosed to the left circumflex (lcx) and the left atrium in the vicinity of the pulmonary vein. The vein graft was supplying the left atrium rather than the lcx territory. The vein graft was engaged with a 6 french guiding catheter and had a mean pressure of 20 mmhg. An attempt to deliver a coil (tornado embolization coil mwce-18s-8/4) to the distal segment of the vein graft was initially unsuccessful with migration of the coil into the left atrium. The coil was successfully retrieved with a 4 mm endovascular microsnare. Following this, a total of 7 coils (tornado embolization 10/14, 8/5, and 18/4) were deployed with successful occlusion of the vein graft fistula to the left atrium and improvement of pressure that became equivalent to the aortic pressure. The patient tolerated the procedure well without complications. She presented 1 month later for a staged percutaneous transluminal coronary angioplasty and rotational atherectomy to the lm and lcx arteries, which she underwent successfully. Coronary angiography performed 12 months later for recurrence of chest pain showed 40-50% of lcx, a patent left internal mammary artery (lima) to the left anterior descending artery (lad), and no fistula between the vein graft and left atrium. The product is reportedly not available for return and evaluation.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, instructions for use (IFU), manufacturing instructions, quality control data, of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. A review of complaints from 01jan2015 to 07mar2018 involving mwce-18s-8/4-tornado microcoils revealed no similar complaints. Manufacturing documentation was reviewed and confirmed that steps are in place to ensure each device is inspected and contains relevant IFU instructions our instructions for use (IFU_t_ce_tem_rev.1) for tornado embolization coils indicate that the device is intended for embolization of selective vessel supply to arteriovenous malformations and other vascular lesions. Tornado embolization coils are ideally suited for tapering vessel situations. The product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths, angiographic catheters and wire guides should be employed. Also, positioning of embolization coils should be done with particular care. Coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible. A minimal but sufficient arterial blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstructing a normal and essential arterial channel. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We have notified the appropriate personnel and will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. (B)(4).